Event description:
The biomedical engineer (bme) reported that they had two central nurse's station (cns) that were in communication loss while being monitored. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they had two central nurse's station (cns) that were in communication loss while being monitored. No patient harm was reported. Nihon kohden technical support found upon review that the (2) cns's that were in communication loss was because the host1000 application was turned off on the host server for the .40 segment. According to the server logs, at 10:33am, someone logged off the server and this is what caused the communication loss. Investigation summary: communication loss is an error message displayed on individual bed tiles on the cns that alert clinicians that the connection between the cns and the device its monitoring has been lost. During troubleshooting, it was identified from the server logs, that someone had logged off the server. As the server was off, the devices on the server would not be able to connect with each other resulting into communication loss. After the server was turned back on, the issue was resolved. Based on the available information, the most probable cause was due to human error. A user had turned off the server based of the server logs. No CAPA is required. Furthermore, available information does not suggest that there was a malfunction of the device. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9 the following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6 b6 - b7 d10 additional model information. Attempt #1 04/26/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 04/28/2021 emailed customer via microsoft outlook for all items under the no information section. Customer reply was received stating they do not have access to the requested information. Manufacturer narrative b4: date of this report g3: date received by manufacturer g6: type of report h2: if follow-up, what type? H6: adverse event, investigation findings, investigation conclusions.

Manufacturer narrative:
The biomedical engineer (bme) reported that they had two central nurse's station (cns) that were in communication loss while being monitored. No patient harm was reported. Nihon kohden technical support found upon review that the (2) cns's that were in communication loss was because the host1000 application was turned off on the host server for the .40 segment. According to the server logs, at 10:33am, someone logged off the server and this is what caused the communication loss. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Manufacturer references file (B)(4).

Event description:
The biomedical engineer (bme) reported that they had two central nurse's station (cns) that were in communication loss while being monitored. No patient harm was reported.